Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh representative has been informed that newly delivered carino malfunctioned. The resident was in the chair, showered. The button was pushed to lower the device, but it went up and kept going up until the highest position, then snapped and fell down.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. Review of the reportable complaints for carino shows that there is no similar event registered and this event is considered as isolated case. Arjohuntleigh has become aware of the complaint during which the resident was in the chair, showered. The button to move low was pushed on the handset but device went high until end position. In the highest position the lift stopped because of the end stop, then snapped and fell. As a result, the resident was complaining about pain of the body caused by the fall. No treatment was applied. No injuries were reported. The carino seat with seat frame is lifted up/down by an electric motor located in the lifting unit. The motor is fixed to the chassis and moves the seat by winding/unwinding the lift strap attached to the back of the seat frame. The movement is continued until the end position is reached: this happens when mechanical stops welded to the chassis are reached. Each side of the frame has two little stop points that look like dots. According to the photo provided with the complaint we can clearly see that these two mechanical end stop points were not at the same height, like they should be. It was also indicated that there was a wrong signal from the handset. Scenario of events could show some fault of the strap which caused the seat to collapse. The device was returned to the manufacturer to evaluate all three alleged malfunctions. Test report gives the following conclusions. "Visual and functional tests confirmed the malfunction of the frame related with the incorrect dimensions of the end stops that caused the device to override the limit. The handset and the driving belt were up to manufacturer's specification. Performed simulation enabled to confirm a complaint, however the simulated scenario of events leading to the fall was different from what was reported: the chair went to the highest position, but only a repeated activation of "up" button again allowed to pass the end stops and for the chair to become stuck, emergency lowering was applied (to lower the resident down), causing the strap to unwind because chair has stopped above end stops, when the patient was moved, the chair suddenly dropped under his weight: the chair did not become detached from the device but lowered downward following its normal trajectory but at a higher speed. The person in the chair did not fall as a result of the jolt they received when the downward movement stopped, out as they were in a slightly reclined position as per the device design." Please note that there is no requirement for the customer to check the localization of the end stops even while performing a functionality test after receiving the device from the factory. From instruction for use: "actions before the first use (10 steps) 6. Perform a functionality test. See section care and preventive maintenance perform functionality test. Test up and down motion by pressing up and then down on the hand control." Even though there was no indication of using emergency lowering function in the complaint description, this was the only way the scenario of events could be recreated. Loose strap was visible and detectable at the back of the device. Moreover, instruction for use warns against using emergency lowering function: "caution: stop pressing the emergency lowering button when the hygiene chair stops. By continuing to press the button it will feed the lifting strap backwards and the button operation will become reversed. Contact an arjohuntleigh service technician if this occurs." As a result of conducted investigation, we were able to establish that this issue is related with manufacturing error, which consists of two issues. Additionally, the simulation tests showed that certain sequence of actions lead to this outcome: repeated activation of "up" button, which made the seat to stuck, and using emergency lowering function despite caution in the instruction for use. The device was not up to manufacturer's specification due to a manufacturing error. It was being used for patient handling at the time of the event- and in that way contributed to the event.

Manufacturer narrative:
After reassessment of the complaint involving the carino shower chair, arjo decided to provide an updated information to competent authorities. This complaint was initially considered reportable in abundance of caution due to sudden lowering of the device with the resident. However, based on the analysis of post market surveillance data, it was concluded that the complaint does not meet reportable criteria. The rationale is as follows: review of post-market surveillance data since july 2014 showed that the seat moving down suddenly had not caused or contributed to death or serious injury in the past and if this type of failure were to recur, it is unlikely to cause or contribute to serious injury or death. Additionally, the carino shower chair is equipped with safety features such as brakes, safety belt, backrest, armrests on sides of the seat to support a patient¿s position and prevent unintended repositioning or fall. The carino shower chair instruction for use (IFU) contains the following warnings: ¿to avoid falling, make sure that the patient is positioned correctly and that the safety belt is being used, properly fastened and tightened.¿ ¿to avoid falling, make sure that the patient is positioned in accordance with this IFU.¿ ¿to avoid the patient from falling out of the device, make sure that the armrests are folded down during transfer.¿ ¿to avoid falling during transfer, always make sure that the brakes are applied on all equipment being used.¿ according to the information collected, the resident did not fall out of the device, there was no serious injury, no similar complaints have been reported in the past. Therefore, after clarification it was determined that the complaint reported, does not meet the reporting criteria and such failures will not be reported in the future. Revise of the gathered information, allowed us to clarify the information related to the cause of the uncommanded chair lowering. We determine that the uncommanded chair lowering could have been related to two issues: a non-conform part delivered by the supplier and repeated activation of ¿up¿ button, which made the seat to stuck, and using emergency lowering function despite caution in the instruction for use.